Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia and hospitalization. No product lot number was reported, therefore no qualification records could be reviewed.

Event description:
An insulet clinical services manager reported that she had been called by the father of a patient stating that his daughter had been hospitalized twice. In a f/u call to (B)(6), a nurse practitioner, it was learned that the patient is using r-type insulin in the pump. The father was contacted and reported his daughter's blood glucose measured 102 mg/dl at 6:00 pm on (B)(6). At 3:00 am on (B)(6) her bg was 294 mg/dl and she had cramps. An hour later her bg read 303 mg/dl and she had cramps and high ketones. A bolus (dosage not reported) was given for correction. At 5:00 her bg measured 296 mg/dl and she vomited. Two units was injected manually with a syringe. At 6:30 am her bg was down to 236 mg/dl, but ketones were still high, so he took her to the emergency room to seek medical attention. She was hospitalized and released late on (B)(6).